Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system did not boot up successfully. Upon troubleshooting, the philips remote service engineer (rse) checked the system logfile remotely and found that failure in the pd source. Rse ordered part for replacement and as could not resolve the issue remotely, requested onsite support. The philips field service engineer (fse) checked the system onsite and found that the mechanical problem in the power supply. To resolve the issue, the fse replaced the 24-12-5 v power supply in m cabinet. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome. The FDA establishment registration number [fei] has been updated and reported to the FDA, changing from 3003768277 to 3042175844, effective december 21, 2025. This change reflects as administrative registration update only. There have been no changes to the registered owner/operator, official correspondent, legal entity name, physical establishment address, manufacturing processes, or to the design, specifications, intended use, or manufacturing processes of any listed devices.

Event description:
It has been reported to philips that the system did not boot up successfully. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.